Event description:
It was reported that, the threads on the knob of a genesis ii mi in slt 3 mo titanium cu bl left have become stripped and can not longer tighten the cut guide to the alignment tower. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. A visual inspection was conducted and confirmed that the threads on the knob of the genesis ii mi in slt 3 mo titanium cu bl are stripped which causes it to not properly function. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.